Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation procedure was attempted using a versacross connect, faradrive steerable sheath, and farawave catheter. The intracardiac echocardiography catheter and coronary sinus catheter were placed in the right atrium. The versacross connect and faradrive steerable sheath were moved into position and the transeptal puncture was performed. The farawave catheter was advanced into the left atrium, deployed into basket configuration and one (1) delivery of ablation was completed on the left superior pulmonary vein. It was noted the coronary sinus catheter had not been transitioned from the coronary sinus to the right ventricle. The physician repositioned the dynamic xt electrode catheter coronary sinus catheter in the right ventricle and the patient became hypotensive. A pericardial effusion was identified. The faradrive steerable sheath and farawave catheter were removed. The patient was cardioverted and a pericardiocentesis was performed. The patient was admitted to the hospital for monitoring. The patient fully recovered and was discharged approximately three (3) days post index procedure.